Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. Due to patient's rhythm, the physician anticipated a permanent pacemaker was needed. During procedure the patient started to go into heart block and the valve was implanted at a depth of 3mm. After the procedure, patient had a complete heart block and a permeant pacemaker was implanted. The physician mentioned the heart block got worsened due to navitor implant. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of complete heart block and permanent pacemaker implantation was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported complete heart could not conclusively be determined but the result of pre-existing heart block that was exacerbated by the procedure.